Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased r-wave amplitude, increased capture threshold and dislodgement were observed. The lead was repositioned. The patient was in good condition post-procedure.